Event description:
It was reported to medtronic minimed that the customer experienced elevated ketones/diabetic ketoacidosis, hyperglycemia, malaise, headache, blurred vision treated with insulin pump (subcutaneous insulin infusion), ems/ambulance/ER visit, hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-332a, mmt-397a, mmt-1884l. Troubleshooting was performed. Customer was using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. No product return is required for mmt-332a, mmt-397a. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 10/13/2024 to 12/03/2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event date of 09-aug-2023. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date 09-aug-2023 in the formatted history file. In further full review of the pump history/traces on the (primary) event date of 21-nov-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the (primary) event date 21-nov-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) event date 21-nov-2024 in the formatted history file. Sensorerroralert (801) was found on: 11/15/2024 16:53:51.000 lostsensor1alert (780) was found on: 11/15/2024 17:59:00.000 11/21/2024 07:21:00.000 lostsensor2alert (781) was found on: 11/15/2024 18:16:00.000 11/21/2024 07:37:00.000 11/21/2024 07:47:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor error alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: 11/20/2024 16:48:00.000 insert battery alarm was found on: 11/20/2024 17:27:40.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 01-dec-2024 at 9:26:56 am. There was no power data available for the date of 20-nov-2024. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. The pump was received with the original battery cap with a loose metal contact due to a broken three heat stake post. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. The pump was received with the original battery cap with a loose metal contact due to a broken three heat stake post. Battery cap cracked/damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.